Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of implantation and the date of problem observed was (B)(6) 1999 per medwatch form mw5093724. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/20/2020, it was reported to mentor that the patient experienced capsular contracture. Therefore, codes breast pain, anisomastia were removed and code capsular contracture was added. Facility name: (B)(6) medical center. Address: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 700cc and suffered from generalized illness and breast pain. The patient experienced: ¿fatigue, brain fog, memory loss, muscle joint pain, hair loss, dry skin, pre-mature aging, weight problems, inflammation, rashes on body, insomnia, poor sleep, vertigo, nausea, gastral problems, pain in stomach, night sweat, intolerant to hot and cold, headaches, slow muscle recovery, heart palpation, anxiety, swollen lymph nodes, infections, gall bladder problems, depression, body aching, bruising easily, takes long to heal, respiratory problems, unable to breath, pain in chest, metallic taste, ear ringing, dehydration, tingling in arms and legs, arthritic pain, stabbing/ aching sensation, stabbing pain, feels like she is dying¿.at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 4/1/2020, a manufacturing record evaluation was performed for the finished device 178690 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).